Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient died on the same day as valve implant. The cause of death was due to a rapid emptying of a hypertrophic left ventricle and ventricle suicide. The hydration and infusion of beta-blockers were not sufficient to recover the patient. There was no issue with the valve. The ventricle suicide was related to the procedure.

Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. It was reported the cause of death was a suicide ventricle. The term "suicide ventricle" is used when patients with severely impaired left ventricular function and severe aortic stenosis receive a functioning transcatheter aortic valve. This can cause peri-procedural hypotension and circulatory collapse and is not likely related to the valve or its function but is a patient related condition/response to a functional aortic valve. Neither autopsy nor device explant were reported. Code updates: eval code results and eval code conclusion have been updated in section h.2.6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.